Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their device not going into a low alarm states. The customer states their blood glucose levels dropped, and the device did not alert them. The customer states the device alarmed and went into threshold suspend, after their blood glucose levels began to rise again. The customer states their blood glucose level was in the 50mg/dl. The customer was informed and educated on the lag time the device needs to being trending again. No further assistance was needed at this time.